Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 was catching on the working pot tunnel inside the device, giving it a lot of drag and had a clicking noise. The heating element (wire) did not appear lifted from the jaw. The problem was the clicking upon rotation when inside the device. It was difficult to operate the device smoothly but the harvester was able to complete the case without opening a new kit. Nothing broke off the device. There was no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period march-2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (4105/ 10 / 213 & 67) the device was returned to the factory for evaluation on 04/05/2022. An investigation was conducted on 04/14/2022. A video was provided by the account. A video evaluation was conducted. The harvesting device was observed to be moving in the tunnel with the cannula. A white plastic covering was observed on the outside of the tunnel. It is unclear with the white plastic covering is. It appeared that the harvesting device was rubbing against the white covering and there was space observed at the distal end of the harvesting device closest to the intact c-ring. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula as well as on the harvesting device. The harvesting device was returned outside the cannula. There were no visual defects observed on either the cannula or the harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until the endoscope snapped into place. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed.